Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer cubies failed. A field service engineer (fse) reseated the row board cables, removed debris from underneath the pockets, removed both read or write-failed pockets using the hardware test application (hta), and reinserted them through the application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es several cubies in the drawer were failed, displayed an error message as "device not detected on bus" and "read, write, or invalid cubie memory". Attempted to recover/eject the cubies, but they did not actually eject. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.